Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not log data despite being in use. Ultimately, the pump displayed the missing data. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.